Event description:
Complainant alleged that during set-up of the device prior to pt use, the device displayed "pacer fault 116", "pacer disabled" and "defib fault 72" messages. Complainant indicated that there was no pt involvement in the reported malfunction.